Manufacturer narrative:
The investigation is ongoing. A supplemental report will be submitted when the investigation is completed or if additional information becomes available.

Event description:
It was reported the lenses of the colonovideoscope had a brown stain. The stain did not come off with an alcohol wipe, manual cleaning and high level disinfection. The issue was found during a colonoscopy procedure, and it was completed with the same device. There were no reports of patient harm.